Event description:
Baxter foreign affiliate reported the home patient (hp) felt full, as if they were overfilled, while using homechoice cycler for apd therapy. The hp contacted baxter's operational support during dwell 6 to 7 and was placed into a manual drain, removing their preprogrammed fill volume 2000mls plus an additional 1778mls of ultrafiltrate volume. The hp continued therapy to completion with no further difficulties and there was no patient injury or medical intervention reported.